Event description:
It was reported the patient's blood glucose level rose to 17.5 mmol/l (315 mg/dl) while wearing the pod between 5 and 24 hours. While wearing the pod it was found that the pod's cannula had dislodged from the infusion site (arm). Once the pod was removed it was found that the cannula was bent and minor blood was on the tip of the cannula.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged. No problems were found that would contribute to the reported dislodged cannula, the cause of which could not be determined.